Event description:
It was reported that during use of the bmw universal ii guide wire, devices tend to stick to the guide wire when used for prolonged periods of time. Additionally, it was reported that some balloons ruptured when subjected to high pressures that were still below the rated burst pressures. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that over the reported prolonged period of time a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance and the reported difficult to remove; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - for reporting purposes, the date of event/procedure will be estimated as (B)(6) 2026. D4: the UDI number is not known as the part and lot number were not provided. The additional device mentioned in b5 will be filed under a separate medwatch report.